Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and beep with x2 pad-paks. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 13th march 2018 the device was returned with a reported fault of red status indicator. There was no evidence in the history log to suggest a pad-pak was ever successfully installed. There was one log entry recorded, which occurred while the device was at heartsine. There were no failed self-tests recorded, which is the normal condition under which the red status indicator would be flashing. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was then carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The status indicator flashed green as normal throughout. Additionally, the device recorded all auto self-tests. The returned pad-pak was measured and found to be consistent with a pad-pak expiry of march 2023 and would not have cause a self-test failure and therefore a flashing red status led. It is possible that the user had incorrectly seated the pad-pak during installation, or, had installed a significantly depleted pad-pak that wasn¿t returned for investigation, which resulted in insufficient power for the device to perform a self-test, but had resulted in the status indicator flashing red, however, the investigation was unable to confirm this. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator and beep with x2 pad-paks.there was no patient involved in this event.